Manufacturer narrative:
Evaluation results: (root cause cannot be determined- device evaluation is in progress). Evaluation conclusions: unable to confirm complaint (device evaluation is in progress). (Root cause cannot be determined- device evaluation is in progress). Conclusion not yet available: evaluation in progress. (B)(4).

Event description:
The physician was intending to use a resolute integrity 2.50mm x 30 mm rx drug eluting stent. There were no issues noted with the packaging of the device. During inspection of the device prior to use, it was reported that there was a piece of loose plastic on the shaft of the catheter of the resolute integrity device. There was no damage noted to the device. The device was used successfully in the procedure. No patient complications or clinical sequelae were reported.

Manufacturer narrative:
(B)(4)

Event description:
Device evaluation: analysis of the returned device confirmed the presence of plastic tubing used during the manufacturing process and that was not removed from the device during the manufacturing process.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.